Event description:
Fracture stem inserter broke during insertion of the stem. The tip of the inserter was removed from the implant and the implant was seated by driving it with a femoral impactor. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
Summary of eval: the result of the investigation performed suggest the event was attributed to user misuse.